Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("pain") and vomiting ("throwing up a lot"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural pain and vomiting outcome was unknown. The reporter considered medical device removal, procedural pain and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in social media: pain, hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), procedural pain ("pain"), vomiting ("throwing up a lot"), migraine ("horrible migraines"), alopecia ("hair loss") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, abdominal pain lower, procedural pain, vomiting, migraine, alopecia and dizziness outcome was unknown. The reporter considered abdominal pain lower, alopecia, dizziness, genital haemorrhage, migraine, procedural pain and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in social media: procedural pain, vomiting, migraines, hair loss, bleeding, dizziness, cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received. Event medical device removal was updated to event genital bleeding. New events horrible migraines, hair loss, dizziness, cramping were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), procedural pain ("pain"), vomiting ("throwing up a lot"), the first episode of migraine ("horrible migraines"), alopecia ("hair loss"), dizziness ("dizziness"), menorrhagia ("heavy periods"), muscle spasms ("cramping problem"), the second episode of migraine ("horrible migraines"), scar ("scar tissue") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, abdominal pain lower, procedural pain, vomiting, alopecia and dizziness outcome was unknown. The reporter considered abdominal pain lower, alopecia, dizziness, endometriosis, genital haemorrhage, menorrhagia, muscle spasms, procedural pain, scar, vomiting, the first episode of migraine and the second episode of migraine to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in social media: procedural pain, vomiting, migraines, hair loss, bleeding, dizziness, cramping. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: new events endometriosis, scar tissue, heavy periods, horrible migraines and cramps were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("pain") and vomiting ("throwing up a lot"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural pain and vomiting outcome was unknown. The reporter considered medical device removal, procedural pain and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in social media: pain, hysterectomy. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.